Event description:
Foley catheter inserted in pt prior to c section. Post procedure, unable to deflate balloon of foley catheter for removal. Intervention by urologist resulted in enough deflation of balloon to allow removal.